Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 450 mg/dl. The customer treated their high blood glucose with an insulin shot. The customer declined troubleshooting for the high blood glucose. Additionally, the customer received an auto off alert when they were trying to transfer their settings. The customer was assisted with programming the insulin pump. The device will not return for analysis.